Event description:
The patient came to clinic. Upon review of the controller history, 2 clock resets (vad off) events were identified. Both the power module cable and controller had bent pins and were exchanged.